Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable is damaged. Subsequently, the customer has stopped using that usb cable to charge the pump and confirmed the pump was able to be charged with a different usb cable. There was no reported impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.